Event description:
It was reported that as lvp 20d 3ss 2cv had blue tint on the tubing. The following information was provided by the initial reporter: material no:11171447 batch no: 20046733 it was reported blue tint was on the tubing.

Manufacturer narrative:
The following information has been updated: h.6 investigation summary: evaluation statement the customer reported blue tint was on the tubing. The customer provided a photo of what looks to be an unused set model 11171447. The only tubings observed to be colored blue were the following- 1)tubing between smartsite and upper fitment components and 2)tubing between lower fitment and check valve components. Received were three primary sets model 11171447 with their packages lots 20046733. Only one of the packages was received opened. Visual inspection of each of the as-received samples observed blue colored tubing at the following areas- between smartsite and upper fitment components; and between lower fitment and check valve components. According to the set's assembly drawing, these specific tubings are nitro tubing p/n 630-00254. According to this specific tubing's specifications, it is expected to to be blue in color. The device history record for set model 11171447 lot 20046733 shows that the sample was manufactured on 24apr2020 for a total of (B)(6) units. There were no quality notifications issued during the production build of this set. Investigation conclusion: the customer's report of blue tint on the tubing was confirmed. The root cause was due to the specific nitro tubing being blue in color per its specifications. Root cause description: the customer's report of blue tint on the tubing was confirmed based on visual inspection of the as-received set samples. This is in regards to the nitro tubing component assembled onto this set model at the following areas- between smartsite and upper fitment components; and between lower fitment and check valve components. According to this specific tubing's specifications, it is expected to be blue in color. H3 other text : see h10

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that as lvp 20d 3ss 2cv had blue tint on the tubing. The following information was provided by the initial reporter: material no:11171447; batch no: 20046733. It was reported blue tint was on the tubing.